Event description:
Title: syringo-subarachnoid shunt with tube versus t-tube via the dorsal root entry zone approach for eccentric syringomyelia. The purpose of this retrospective cohort study was to compare the clinical therapeutic efficacy of syringo-subarachnoid (s-s) shunt placement using direct tubes versus t-tubes via the dorsal root entry zone (drez) approach for the treatment of eccentric syringomyelia. Between november 2011 to december 2022, a total of 41 patients with eccentric syringomyelia were included. There were 17 males and 24 females with mean age: 46.58 ± 11.86 years (range 17 to 73 years). For direct tube group there were 21 patients (11 males, 10 females) and t-tube group there were 20 patients (6 males, 14 females). The dura was opened and secured with 4-0 polypropylene (prolene) sutures. 6-0 prolene sutures were used for fixing the direct tube in the spinal cord (drez area). Reported complications included -syrinx cavities expanded caused by arachnoiditis and arachnoid scarring within the subarachnoid space, (n=1) treatment: not indicated cerebrospinal fluid leakage (n=1) treatment: the csf leakage was managed with lumbar cistern drainage a patient in the t-tube group experienced temporary upper limb numbness. (N=1) treatment: not indicated a patient in the direct tube group experienced postoperative cervical kyphosis without screw fixation. (N=1) treatment: not indicated in conclusion, syringo-subarachnoid shunt placement with direct tube via the drez approach for treatment of eccentric syringomyelia is safer than with t-tube via the drez approach due to smaller incision length and less of a space-occupying effect with same therapeutic efficacy.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6: component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Citation: world neurosurg. (2024) 185:e415-e420. Https://doi.org/10.1016/j.wneu.2024.02.040.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: b1, b2, h1 - additional information was received and it was reported that the event is not related to the device. Therefore, this medwatch report is being voided.